Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025 the patient's daughter reported that patient experienced an inflamed stoma for an unknown period of time and the nursing staff repeatedly changed the stoma bandages. On (B)(6) 2025, the patient began treatment with unspecified oral antibiotics to treat the inflammation.